Event description:
Implant procedure, states that patient had fidelis lead, that sales representative believes is fractured. Lead not extracted and not in use. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).